Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization for diabetic ketoacidosis. Customer's current blood glucose reading is 66 mg/dl. Customer states the insulin pump has cosmetic damage, a crack. The insulin pump has been dropped and bumped a lot. The crack is located near the battery and right above the screen. Advised customer that the insulin pump will be replaced. Nothing further reported.